Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was identified during visual inspection. The cause of the condition was defective main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f94 alarm. No additional information is available.